Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that modular cable deterioration, bunching, and tears were noted. The modular cable was replaced. The patient did not tolerate the exchange well and was unresponsive for about 30 seconds.

Manufacturer narrative:
B5 : narrative information . No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the patient was dazed when they regained consciousness. They did not require treatment. The patient's blood pressure and mentation were monitored for an hour before they were allowed to go home. The patient was stable. No alarms were noted.

Manufacturer narrative:
D9: device return date, updated manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed the reported bunching and superficial damage. Although a specific cause for the damage could not be conclusively determined, no electrical issues were reported or identified through this evaluation. The heartmate 3 modular cable was returned in used condition. Bunching and overlapping of the outer jacket was observed approximately 21" from the controller connector. Also noted was discoloration of both bend reliefs as well as slight discoloration and cracking of the outer jacket. No breaches were noted upon further inspection of the bunched area. No wires were exposed, and the damage appeared to be cosmetic in nature. The controller and inline connector pins were unremarkable. The IFU and patient handbook contain information on how to care for the driveline. These documents instruct patients to check the driveline daily for signs of damage such as cuts, holes, or tears and to call their hospital contact immediately if they find signs of driveline damage. The relevant sections of the device history records for modular cable, lot number 8505734 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events, that may be associated with the use of heartmate 3 lvas. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.